Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 113 months ago. The aortic neck is 5 cm in length. The aneurysm was 6.5 cm in diameter at the time of implant and in the left iliac artery there was a 4.0 cm aneurysm. Currently the abdominal aneurysm is smaller in diameter then at the time of implant, it is 3.8 cm in diameter and the iliac artery aneurysm is gone. The vessel has remodeled and resulted in stent graft migration. There is another aneurysm 3.5 cm in diameter above the stent graft up to the renal arteries. The physician elected to treat the pt with an aneurx aortic cuff. The cuff was implanted, however; there was still a proximal type I endoleak. The physician then implanted a talent aortic cuff however; the endoleak was still not resolved. The pt's blood pressure dropped and the physician suspected a possible rupture, however, the physician converted the pt to an open repair and found that there was not a rupture. The cause of the blood pressure dropping is unk. The explanted stent grafts were discarded by the user facility.

Manufacturer narrative:
(B)(4): eval results: (migration, endoleak). Eval results & conclusions: (disease progression).